Event description:
It was reported that the tandem mobi pump's battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer tried using a different charging pad, which resolved the issue, and cts informed them about the risks of using non-tandem charging supplies. A replacement charging supply was sent to the customer via two-day shipping, and the pump began charging, requiring no further assistance.